Event description:
It was reported that the patient died.The 95% stenosed target lesion was located in the non-tortuous and mildly calcified left circumflex artery. A 32 x 2.25 Promus PREMIER and a non-Boston Scientific (non-BSC) drug-eluting stents were advanced and deployed to treat the lesion. After stent deployment, the patient was transferred to the coronary care unit. The patient developed chest pain and subsequently went into cardiac arrest. Cardiopulmonary resuscitation was initiated; however, the patient's blood pressure continued to decline and the patient died.It was further reported that the cause of death was cardiac arrest. No autopsy was performed.

Event description:
IT WAS REPORTED THAT THE PATIENT DIED. THE 95% STENOSED TARGET LESION WAS LOCATED IN THE NON-TORTUOUS AND MILDLY CALCIFIED LEFT CIRCUMFLEX ARTERY. A 32 X 2.25 PROMUS PREMIER AND A NON-BOSTON SCIENTIFIC (NON-BSC) DRUG-ELUTING STENTS WERE ADVANCED AND DEPLOYED TO TREAT THE LESION. AFTER STENT DEPLOYMENT, THE PATIENT WAS TRANSFERRED TO THE CORONARY CARE UNIT. THE PATIENT DEVELOPED CHEST PAIN AND SUBSEQUENTLY WENT INTO CARDIAC ARREST. CARDIOPULMONARY RESUSCITATION WAS INITIATED; HOWEVER, THE PATIENT'S BLOOD PRESSURE CONTINUED TO DECLINE AND THE PATIENT DIED. IT WAS FURTHER REPORTED THAT THE CAUSE OF DEATH WAS CARDIAC ARREST. NO AUTOPSY WAS PERFORMED.

Manufacturer narrative:
GOOD FAITH EFFORT ATTEMPTS WERE MADE TO TRY AND RETRIEVE ADDITIONAL DETAILS REGARDING THE REPORTED EVENT, BUT FURTHER INFORMATION WAS UNABLE TO BE OBTAINED.

Manufacturer narrative:
GOOD FAITH EFFORT ATTEMPTS WERE MADE TO TRY AND RETRIEVE ADDITIONAL DETAILS REGARDING THE REPORTED EVENT, BUT FURTHER INFORMATION WAS UNABLE TO BE OBTAINED.

Event description:
IT WAS REPORTED THAT THE PATIENT DIED. THE 95% STENOSED TARGET LESION WAS LOCATED IN THE NON-TORTUOUS AND MILDLY CALCIFIED LEFT CIRCUMFLEX ARTERY. A 32 X 2.25 PROMUS PREMIER AND A NON-BOSTON SCIENTIFIC (NON-BSC) DRUG-ELUTING STENTS WERE ADVANCED AND DEPLOYED TO TREAT THE LESION. AFTER STENT DEPLOYMENT, THE PATIENT WAS TRANSFERRED TO THE CORONARY CARE UNIT. THE PATIENT DEVELOPED CHEST PAIN AND SUBSEQUENTLY WENT INTO CARDIAC ARREST. CARDIOPULMONARY RESUSCITATION WAS INITIATED; HOWEVER, THE PATIENT'S BLOOD PRESSURE CONTINUED TO DECLINE AND THE PATIENT DIED.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.H2 If Follow Up, What Type: CorrectedH11 Additional Mfr Narrative: CorrectedInvestigation Results:Device Analysis Findings:The device was not returned for analysis; therefore, a technical analysis could not be performed.Device History Record (DHR) Review:It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review:A Risk Review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:This product investigation is assigned the most probable cause classification of Cause Not Established. The complaint reported that following the placement of the Promus Premier stent, the patient was transferred to the coronary care unit where the patient later developed chest pain and subsequently went into cardiac arrest and died. It is noted that per the product's Instructions For Use (IFU) that the events of Death and Hypotension and Angina (chest pain) are known adverse events associated with device use. The complaint also reported that the patient had also experienced a cardiac arrest. The following known adverse events are listed in the product's IFU as potential causes of a cardiac arrest: Arrhythmias, including ventricular fibrillation, ventricular tachycardia and heart block, and Myocardial infarction. The investigation identified no evidence of a manufacturing-related issue, no evidence of use inconsistent with labelled indications, and no objective evidence of device malfunction.